Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy, while a replacement pump was sent. Instructions for storage mode and returning the malfunctioning pump were provided, and the customer understood and acknowledged these steps.